Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse nxt lithium-ion batteries (sn (B)(6) and sn (B)(6)) last only about 20 minutes in the autopulse nxt platform (sn (B)(6)). No malfunction was reported on the autopulse nxt platform. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.